Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the implant failed because it fractured through the body specifically at the level of the second threaded pin. The doctor reported that he will be given another alternative to treatment and that the procedure was not concluded with the placement of a new implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned implant identified fracture at the upper thread¿s region. Additionally, there was signs of use, and the bottom half of the implant was not returned. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was unknown bone density. The reported device was in tooth location 16 (fdi) and was used for approximately 1 year, 9 months. The customer did not provide x-rays or images. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev j 08/2022) information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events' DHR review was completed for the subject lot number 2019080027. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant'. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.